Event description:
It was reported that the pump was alarming. Telemetry/interrogation confirmed a non-critical alarm was occurring. The alarm was due to a non-critical pump memory error. The pump had been alarming for the last couple of days. The hcp (health care provider) aspirated a little over 6ml from the reservoir; the amount aspirated was correct. The pump was filled. The patient had no symptoms or loss of therapy. Pump eri (elective replacement indicator) was 40 months. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information later reported the cause of the pump memory error was unknown. The patient was last seen post-op (B)(6) 2011, doing well.